Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2011-04262. The pt received two trial leads on (B)(6) 2011. It was reported the pt felt rib pain after the procedure. The pt reported she had a routine primary care physician appointment, and x-rays were performed revealing fractured ribs. The pt believed she fractured her ribs getting into position on the procedure table, with difficulties noted (no step stool, pillows weren't right, and multiple repositioning) on the operating table. The implanting physician explanted both leads, placed the pt on anti-inflammatory medicine, and ordered a bone scan.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.